Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per dealer the wheel locks will no longer tighten and come loose per consumer. Dealer advised consumer had someone tightening them and now they will no longer tighten.